Event description:
It was reported that (1) device was used duirng an unknown procedure. It was reported by the affiliate that the pmw35 instrument would not staple the skin, since the staple would not eject from the jaws. Another instrument was used to complete the case. There was no consequence to the pt. The devcie was discarded.